Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 484 mg/dl. The customer had reported the symptoms such as vomiting and urination. The customer treated with two or three injections. Customer's blood glucose value was unsure but over 500 mg/dl at time of incident. Customer's current blood glucose value was 286 mg/dl.. Troubleshooting was performed. The customer had visited to emergency room and was hospitalized on (B)(6) 2017 at 3:30 am. The blood glucose value when admitted to hospital with unsure but over 500 mg/dl. The customer complained about diabetic ketoacidosis. The customer cause of hospitalization per healthcare professional's was diabetic ketoacidosis. Customer was treated with IV drip and fluids. Customer was explained about the 2 high blood glucose rule. The product was not returned for analysis.